Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to eye irritation and itching and irritation in neck. There was no report of serious patient harm or injury. There was no medical intervention required by the patient.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged eye irritation/irritated neck while using the device. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. External investigation found discoloration on the top enclosure near the air output port. A small spot of contamination was found on the ac power cord. Internal investigation found light dust contamination in the blower box assembly and in the blower. No evidence of sound abatement foam degradation was observed. Using the returned power supply and power cable, product investigation lab powered on the device and verified airflow. The device's downloaded event log was reviewed by the manufacturer and found 3 errors logged, 1 e-4 reboot error, and 2 e-101 continue errors. The manufacturer was unable to confirm the customer's complaint. The manufacturer does conclude contamination was found in the blower box assebly and blower. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Please see section h6 for this updated coding and information.